Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that there was an imaging failure. Components were replaced and the system passed the system checkout. Product analysis #262871387:2021-03-09 23:15:48 cst webmremotews sfdcmnav product analysis task update work order name : wo00818707 analysis summary text : action/resolution: replaced the detector/command processor combination. Verified there is no double walls using the canister phantom. Performed invalidate home. Performed system checkout. Oarm is operational. Cable grade: a contact: rurik chang demo/eval unit: false imaging modalities failure: other imaging modalities p/f: fail imaging summary of failure(s): ias would not fully boot up. Remote desktop showed that detector was not ready. Command processor has error 32/43. Inspection and operational tests p/f: pass is imaging failure resolved?: yes mechanical fit of part upon install: pass mechanical inspection p/f: pass record type: o1 system checkout (closed) status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass were hardware parts replaced?: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of the cp2 is s5-072521-019 h3, h6: the cp2 was returned for product analysis. The cp2 was installed in test system c1416. The system did not initialized. Motion and communication readied. The generator did not ready. Cp2 error code 43 and a red led fiber was on. The detector panel was installed separately and the system initialized. Motion, generator, communication, and charging readied. 2d and 3d imaging was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi75000022, serial/lot #: (B)(4). Product ID: bi71000527r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that when booting the image acquisition system (ias) on, the system wasn't initializing. The radiation bar wasn't completing. Reboots were attempted. There was no patient present.